Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) of 400 mg/dl with a trace of ketones. The customer was not responding to the boluses via the pump; however, the bg level was responding to the boluses via a syringe. The bg had been lowered to 212 mg/dl. The customer changed the infusion set and site. It was thought a possible contributor to the high bg was due to the infusion set site as the customer was very lean.

Manufacturer narrative:
(B)(4).